Event description:
It was reported that the patient had a gamma nail implanted. The gamma nail was found to be fractured at the lag screw hole. One distal interlocking screw broke into three pieces. During revision the alignment of the femur was restored and a blade plate was inserted.

Manufacturer narrative:
Evaluation summary:affected items were not returned for evaluation. The DHR could not be reviewed as the lot codes of the broken implants are unknown. On received x-rays no deficiencies of the devises were visible. The risk analysis had considered implant breakage; the estimated thresholds (s and o) were not exceeded. With available information the cause of the event cannot be determined. With respect to the long implantation time it can be concluded that the breakage is rather based on the patient¿s condition and not caused by a deficiency of the devices.

Event description:
It was reported that the patient had a gamma nail implanted. The gamma nail was found to be fractured at the lag screw hole. One distal interlocking screw broke into three pieces. During revision the alignment of the femur was restored and a blade plate was inserted.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product details: unknown gamma distal interlocking screw.